Event description:
It was reported that the connector on the handpiece had melted. This was noted prior to the case. A different handpiece was successfully used to complete the case with no adverse pt consequences.